Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. At this point, it can be concluded that a known CAPA or trend issue most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold output of 4.5 volts at 1 millisecond which was confirmed via threshold, sensing and impendence testing pre procedure check and suspected to be due to micro dislodgement or micro perforation since this lead was in apical position. This rv lead was surgically repositioned in the septal placement and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold output of 4.5 volts at 1 millisecond which was confirmed via threshold, sensing and impendence testing pre procedure check and suspected to be due to micro dislodgement or micro perforation since this lead was in apical position. This rv lead was surgically repositioned in the septal placement and remains in service. No additional adverse patient effects were reported.